Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on 01/06/2016 a display of "---". There was no report any injury or medical intervention. No additional even or patient information is available.